Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead; proximal conductor distorted; helix bent/distorted.

Event description:
Screw bent during implant attempt - positioning difficulty. The device was not implanted. No patient complications have been reported as a result of this event.